Manufacturer narrative:
A risk to the pt's health could not be excluded for these specific circumstances, since the biopsy/catheter was placed in another position as intended, with the brainlab device involved, although: there is no indication of a systematic error or malfunction of the brainlab device; the corresponding measures to minimize this anticipated risk as low as reasonably practicable are already in place; according to the surgeon, no negative clinical effect for the pt did occur. The most probable root cause for the determined shift is an unintended movement of the head in the head clamp or of the varioguide array, leading to a deviation of the position info in the navigation software. Additionally, the surgeon unintentionally drilled through a metal plate and into a pre-existing cavity in the bone, thus likely altering the path of the burr hole. Apparently the shift was not detected during the according accuracy verification to be performed by the user. There is no indication of a systematic error or malfunction of the brainlab navigation device. Corresponding brainlab measures to minimize this anticipated risk as low as reasonably practicable are already in place. Brainlab intends to offer an add'l training to this hosp.

Event description:
A biopsy and catheter placement case (for drug delivery) was performed with the aid of the brainlab cranial 2.1 navigation software. During the procedure, the surgeon performed initial registration of the pt (matching of virtual display of pt image data and actual pt anatomy) with statistically good precision; verified the accuracy of registration and accepted the registration; drilled a hole and took the biopsy, both with the aid of the brainlab varioguide, and according to a pre-planned trajectory; inserted the bone anchor into the skull and placed the brainlab flexible catheter, both with the aid of the brainlab varioguide; obtained an intra-operative CT and observed a deviation of 7.7 mm between planned and actual trajectory; obtained a MRI and determined the position of the catheter to be well enough for drug infusion and completed infusion. The biopsy was successful, pathology confirmed tumor tissue. The hosp (surgeon) confirmed that the drug was delivered as expected and that there are no negative clinical effects for the pt.